Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of peritonitis was unknown. On an unreported date, the patient was hospitalized due to the event. On an unreported date, the patient was treated for the peritonitis with an unspecified remedial therapy. The outcome of the peritonitis event was unknown. The action taken with dianeal therapy was not reported. No additional information is available.